Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd (B)(4) 2012 - pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: depuy (B)(4). New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege: bilateral patient was implanted with a depuy pinnacle mom hip implant on his left side on or about (B)(6) 2006. (Right side was reported in a separate complaint.) Patient is suffering debilitating pain in his left hip, including limited mobility and inability to walk more than a half block. Patient is scheduled to discuss left hip revision surgery. Update rec'd 10/05/2012 - pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 05/08/2014. Doi: (B)(6) 2006 - dor: unk (left side). (B)(6). (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy pinnacle mom hip implant on his left side on or about (B)(6) 2006. (Right side was reported in a separate complaint.) Patient is suffering debilitating pain in his left hip, including limited mobility and inability to walk more than a half block. Patient is scheduled to discuss left hip revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and loosening of stem.